Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut from one edge across the lens and stops just before the opposite edge. Deep scratches are observed, on both the anterior and posterior sides of the lens. Small cracks are observed, on the optic. Marks are observed, that are in the shape of a surgical instrument used to grasp the lens. Power and resolution testing could not be conducted, due to extensive damage. Product history records were reviewed, and the documentation indicated, the product met release criteria. Associated products were not provided. It is unknown, if qualified products were used. The product investigation could not identify, a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution, during the manufacturing process in order to determine, acceptability per the lens model and diopter/cylinder. The power and resolution of the returned lens could not be re-evaluated, due to the optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an unexpected outcome following a toric intraocular lens (iol) implantation. The surgeon believes it is possible that the lens model power was incorrectly labeled on the lens box. The surgeon plans to explant the iol. Additional information has been requested and received that the lens exchange was performed with another lens. Patient symptoms were improved.